Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified the patient was revised after developing aseptic tibial loosening. No further information or details have been provided at this time. Unknown contributing factors. Radiographs were provided and reviewed by a radiologist. The review identified, radiolucency along the tibial implant as noted with questionable subsidence. Overall alignment is maintained. There is faint osteolysis along the tibial implant with questionable subsidence and implant loosening cannot be excluded. Bone quality is osteopenic. Other than the abnormalities involving the tibial implant, no other failure is identified. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised a month ago after developing aseptic left tibial loosening, five years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 110035368, biomet bc r 1x40 us, lot # 824eac2202 161470, oxf twin-peg cmntd fem lg PMA, lot # 027380 159556, oxf anat brg lt lg size 5 PMA, lot # 863810. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.